Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor was found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no failure modes were observed. Sensor was reprogrammed and sim vivo (simulation of the electrical signal produced by the sensor tail) test was performed and all results were within specification. No malfunction or product deficiency was identified. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform a sensor error message with the adc device and was unable to obtain readings. As a result, customer experienced symptoms of hypoglycemia and was unable to self-treat. Customer received third-party intervention by relative who provided juice, sugar, food as treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.